Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and pertinent information is provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as he patient twiddled the lead, also it exhibited high out of range impedance and apparently there is an insulation damage. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead returned and analysis was performed. The lead body shows signs of having been twisted, and the conductor coils are deformed approx. 120-125mm from the terminal pin. No additional patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Corrected fields: b3, b5, g3, h10. This lead was thoroughly inspected and analyzed. An x-ray showed the conductor coils had become deformed at approximately 120 - 125 mm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the reported dislodgement and increased pacing impedance measurements. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing impedance measurements. An x-ray was performed and showed this lead had become dislodged. A revision procedure was performed, and it appeared as if the patient had twiddled the lead which would have caused the dislodgement. Visual inspection noted the lead insulation could be compromised. As such, this lead was removed and replaced. No additional adverse patient effects were reported.